Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable creatinine results for multiple patient samples. Of the data provided for over 1000 patient samples, only the results for six patient samples were discrepant. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The probe and the cleaning solutions were changed and precision testing was within specifications. The investigation was unable to find a definitive root cause. A specific instrument issue could not be found.